Event description:
Hill-rom received a report from the account stating the intellidrive runs in reverse when pushing forward. The bed was located in medsurge at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the left push handle was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the left push handle to resolve the issue. Based on this info, no further action is required.